Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during surgery of hip arthroscopy using full radius bl concave ep-1 (bx 3), the blade inner core was found wear and chip. The procedure finished with a smith and nephew backup device. Surgical delay less than or equal to 30mins. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed the device had showed signs of normal wear and tear. The blades cutting edge shows no signs of chipping or wear. The device appears to have been worn from excessive side loading. A functional evaluation revealed the device rotates clockwise, counter clockwise, and oscillates without excessive noise or functional issue. A review of the customer provided image could not confirm any abnormalities. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended force and side loading of the device, leading to premature wear